Manufacturer narrative:
Initial surgery and revision surgery operative notes were provided and reviewed. There were no significant findings within the initial surgery op notes suggesting complications or deviations from the recommended surgical procedure. It cannot be determined, with the information provided, that the complaint is product related. Review of the provided medical records did not identify a root cause for the report. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reports revision surgery. Medical records were requested and received. The revision operative report indicates the patient was revised to address dislocation.